Event description:
It was reported that the device delivered an alert message, possible output circuit damage. Performed capacitor maintenance on the device but was unsuccessful. Lead damage suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.